Event description:
It was reported that the customer's usb cable was damaged and had exposed wiring. A replacement cable was sent to the customer to resolve the issue. Customer's blood glucose (bg) level was 150 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.